Manufacturer narrative:
(B)(4). Patient information not provided/unknown. Device brand name unknown. Device product code unknown. Device catalog number and lot number not provided/unknown. Reporter's email not provided/unknown.

Event description:
It was reported that an unknown biomet screw fractured inside of the implant. The implant had to be removed.

Manufacturer narrative:
This report is being submitted to relay additional information. 0001038806-2019-00270-1 has also been submitted. The following sections are being reported: b5: it was reported that the prosthetic screw fractured. The fractured portion was not able to be removed from the implant. The implant was removed. There was no report of patient injury. Date rec¿d by MFR: 01 jul 2019. Type of reportable event: serious injury. If follow-up, what type: additional information, device evaluation. Device evaluated by MFR: yes. The reported device and concomitant device were returned for evaluation. Visual inspection of the returned devices revealed that the internal drive feature of the implant contained pieces of the reported screw, which were too badly damaged to be removed. The reported condition of a fractured screw that was not able to be removed from the implant was confirmed. A device history record (DHR) review and complaint history review could not be performed for the reported screw as the device item and lot are unknown. A DHR review was completed for the reported concomitant implant. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was completed for the reported concomitant implant for similar cause and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
It was reported that the prosthetic screw fractured. The fractured portion was not able to be removed from the implant. The implant was removed. There was no report of patient injury.